Event description:
Approximately five weeks after implant, this patient expired due to a hemorrhagic stroke. The patient had initially presented two weeks earlier with visual disturbance and aphasia and was diagnosed with an ischemic stroke. Symptoms progressed with sudden loss of consciousness and the patient expired. CT scan confirmed a cerebral hemorrhage. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment and not diagnosis. It was reported a female patient described symptoms of altered vision and aphasia. After the event, the stroke symptoms appeared to improve as the patient began mobilizing, eating, and progressing with recovery. A cardiac echocardiogram (echo) was performed. A head CT scan was performed which confirmed an embolic infarct. The patient was readmitted to the intensive care unit (ICU) with slurred speech and dysphagia with one event of losing consciousness. A head CT scan confirmed large bleeding from the middle cerebral artery and right second ventricle. It was reported the patient expired on 8 sep 2014. The device was not returned to the manufacturer for evaluation as it remains implanted. Death, bleeding and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.